Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for routine device change. During the procedure, the right ventricular and right atrial lead exhibited external breach. Leads were tested, and no anomalies were found. Physician elected to use the same leads. Patient was stable and was discharged.